Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had passed away via comfort care for right ventricular failure. The cause of death was unknown. It was reported that the outcome was not device related. No autopsy was to be performed, the device was not explanted and would not be returning for evaluation.

Event description:
It was reported that continuous renal replacement therapy (crrt) was initiated on post operation day one. While weaning off the right ventricular assist device (rvad) low flow alarms occurred, and patient agitation was noted. The patient could not be extubated safely, so a tracheostomy was completed, and their status was changed to do not resuscitate while support was continued. The rvad was eventually weaned and removed but the patient's partner remained quite concerned about the prolonged hospital course and expressed concern regarding long term dialysis for the patient being something they would not want. The family and partner decided to initiate comfort focused treatment and withdrawal of support. The patient had passed away via comfort care for right ventricular failure. The outcome was not device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including right heart failure, renal dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.